Event description:
During a bench top test, the tech used a hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported that during first pass through endoscope, a little bit of resistance was noticed by tech but the balloon catheter was able to be advanced and removed after deflation. During second pass, it was a lot more difficult and they used some lubricating jelly to try to help but it would not get past a certain point. There was no reportable information at this time. The device was evaluated on 01 nov 2024. It was noted that the catheter was broken exposing the inner purple tubing at 183cm distal from the handle [subject of report]. This occurred during a product demonstration; no patient was involved.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The pre-loaded wire guide with stem bumper was not included in the return. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the balloon deflated. During a visual examination, kink/bends in the outer blue catheter were identified approximately 25.7cm, 118.7cm, 122.6cm, and 186.7cm from the distal end of the white strain relief. The catheter was also broken approximately 183cm from the distal end of the white strain relief, exposing the inner purple tubing. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. In the report it states that the user was attempting to reinsert the device through the scope after the initial inflation/dilation. The IFU states: "do not pre-inflate the balloon." This is the most likely cause of the report. It was unknown if lubrication was applied to the balloon prior to the initial advancement through the scope. The IFU states: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." It was unknown if negative pressure was applied to the balloon prior to either advancement through the endoscope. Negative pressure will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." In addition, the user is further instructed to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the user was attempting to reinsert the device through the scope after the initial inflation/dilation, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.